Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire perforation of the catheter occurred. A 2.50mm x 12mm apex balloon catheter was selected and use for dilatation. It was noted that the interventional wire exit in a different port other than the monorail port of the balloon catheter. The wire exit proximal to the balloon. It was suspected that the guide wire perforated the catheter. The device was removed from the patient's body together with the wire. A non-bsc guide wire was then used. The procedure was completed with another 2.50mm x 12mm apex balloon catheter. No patient complications were reported and the patient¿s status was fine.